Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that a power on reset (por) was seen on the patient¿s programmer. It was noted that the patient was near a large industrial generator. The rep was able to clear the informational por message. The patient¿s therapy was then turned back on, and was adequate. The issue was resolved at the time of the report. No further complications or patient symptoms were reported. The patient was implanted for post lumbar laminectomy pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their weight at the time of the event. No further complications were reported/anticipated.